Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
A spinning spiros¿ closed male luer, purple cap reportedly did not allow flow of an unspecified drug during subcutaneous administration of chemotherapy on a pediatric patient. The nurse received a syringe a pre-filled chemotherapy syringe from the pharmacy, with the connector already in place. When the needle was attached to the connector and they attempted to administer the chemo, nothing came out of the needle. They had to remove the spiros and administer it directly using the syringe attached to the needle. No medical intervention was necessary, there was no delay in therapy, and no harm was reported.